Event description:
Voluntary medwatch received states low impedance and suspected insulation breach was noted on the high voltage lead. No information regarding intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5179519.